Manufacturer narrative:
H3: the power tray was returned to the manufacturer for analysis. The power tray was analyzed and no failure was found with this part codes associated with the power tray: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4); product ID: bi71000195, serial/lot #: (B)(4). No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power enclosure was returned to the manufacturer for analysis. The reported issue was confirmed. Functional testing determined that "the system does not shut down completely." Visual inspection shows one of the fans housing is cracked. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system does not shut down completely, after system is powered down and umbilical is unplugged, fans can still be heard. No patient present. New information received: the issue was resolved by replacing the parts involved. The system can power down correctly when the umbilical is plugged in prior to repair. Additional information received: analysis made the file reportable, they found the enclosure to be shorted.